Event description:
It was reported that prior to use as customer was inspecting the cs300 intra-aortic balloon pump (iabp), the top handle was found to be broken. There was no patient involvement reported.

Manufacturer narrative:
Corrected data: b5, e3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) found trolley handle latch broken, replaced latch and cover sticker. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's top handle is broken. There was no patient involvement reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.